Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (wds) with the implant in the sheath, blood in the device and tissue on the implant. The hub, shaft, tip, core wire and implant were visually, tactilely, and microscopically inspected. There were numerous kinks in the sheath. The tri-cuts on the tip were flared and one tri-cut was torn. There were abrasions in the tip of the sheath and severe damage to the anchors. There was no evidence of any damage or irregularities contributing to the reported events, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. During deployment of the device, a pericardial effusion leading to cardiac tamponade occurred. A pericardiocentesis was performed and then the patient was sent to surgery for surgical ligation of the laa. No additional information is known at this time.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. During deployment of the device, a pericardial effusion leading to cardiac tamponade occurred. A pericardiocentesis was performed and then the patient was sent to surgery for surgical ligation of the laa. No additional information is known at this time.